Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-sense t-wave oversensing on the ventricular channel was observed. Reprogramming changes were recommended. No oversensing was noted at a subsequent follow-up visit. Patient is doing okay.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.